Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy via a manufacturer¿s representative (rep). The rep reported that the patient had not used the device in over one year, not exactly sure of when he quit using it. The rep reported that the patient stopped using the device because despite many reprogramming sessions the ins would never stay in the patient¿s feet where his primary pain was located along with some secondary back pain. The rep reported that they attempted to interrogate the ins but no response and concluded the patient was in overdischarge. The rep reported that they used antenna locate 10 times to attempt to awaken the device, no response. The rep reported that they initiated a physician mode recharge (pmr) after a one hour trickle charge and the device did not start recharging. The rep reported that the patient attempted 5 more sessions of pmr for a total of 6 hours after each session when attempted to recharge, no response at all, not even a call your doctor symbol from the ins. It was concluded that the ins would not respond. The rep reported that there was no fall, etc. That led to the issue, just that the patient stopped using and recharging the device because the therapy failed. The rep reported that they would be at the patient¿s next follow up appointment in october to discuss the possibility of revision/replacement. The issue was not resolved at the time of the report. No further complications were reported.